Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, the fenestrated bipolar forceps instrument collided with another instrument and the tip broke. Two fragments fell inside the patient. Both instruments were removed and visually inspected. The broken instrument was replaced to complete the case robotically the patient received an x-ray to confirm no pieces were left in the body.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken molded insulator. Broken pieces, measuring approximately 1.56mm x 6.02mm and 2.26mm x 1.75mm in size, were returned with the instrument. As a result, a dislodged grip tip is observed, but was still attached to the instrument through the conductor wire. Additionally, due to the broken molded insulator, detached fragments are observed and were returned with the instrument.